Event description:
It was reported that during an implantable pulse generator (ipg) revision procedure, refer to manufacturer report number #3006630150-2021-06893, the already implanted lead began to exhibit high impedances when connected to the new ipg. The physician attempted to improve the impedances by removing and reinserting the lead into the ipg, however, the physician had difficulty inserting and removing the lead. The second time the physician removed the lead from the ipg channel, the lead broke into two pieces and part of the lead connector was stuck in channel c of the ipg port. The physician left the piece in the channel, connected a new lead to the ipg, and successfully completed the procedure.

Event description:
It was reported that during an implantable pulse generator (ipg) revision procedure, see MFR. Report #14429619, the already implanted lead began to exhibit high impedances when connected to the new ipg. The physician attempted to improve the impedances by removing and reinserting the lead into the ipg, however, the physician had difficulty inserting and removing the lead. The second time the physician removed the lead from the ipg channel, the lead broke into two pieces and part of the lead connector was stuck in channel c of the ipg port. The physician left the piece in the channel, connected a new lead to the ipg, and successfully completed the procedure. Additional information was received that the explanted devices were scrapped by the hospital and the patient is doing well postoperatively.